Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation. Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that during a spinal procedure, after attempting to take a spin the navigation system displayed a message indicating it was attempting to receive the scan but the scan was never received. An error message was displayed on the mobile view station (mvs) of the imaging system which was cancelled (phrasing of error message not known at time of call). The field representative (rep) reported the navigation system was not displaying the instrument. Moved to instruments task on the navigation system and back to image acquisition, and the instrument was able to be seen. A spin was taken with no issues and procedure continued. No known impact to patient outcome. There was a 1-2 minute surgical delay.

Manufacturer narrative:
H3: analysis was performed for product 9735740, software version: 2.1.0. It was reported there were two spins taken and for the first spin scan was performed and the system received nmr with crc but then before transferring the exam to the system, the imaging system sent 'nmf' command as below to exit current registration. Spin could not be received in the navigation system for the reason mentioned below. But logs did not indicate any information on the message that is prompted on the screen. So, there is information insufficient to determine the root cause of the reported behavior. Previously reported codes b01, c19 and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.